Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. A review of the device history record for sn (B)(4) was performed from 3/11/2015 to 11/5/2020 and confirmed that this device was not previously returned for issues related to the complaint or service history. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the device had an error code 356.6710.0. There was no patient involvement.